Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that the broken piece of the device stayed in the blood vessel and was covered with another pipeline. There are no plans to remove it. The cause of the break was not determined.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pushwire was returned inside a sealed bio-hazard bag and a shipping box. There was no catheter returned with the pushwire. ¿ damage location details: the pushwire was found to be separated proximal to the dps sleeves. The distal broken segment (tip coil and sleeves) was not returned. The distal hypotube appeared to be stretched, with the ptfe shrink tubing still intact. The broken end was sent out for sem analysis. No other anomalies were observed. ¿ testing/analysis: per sem results, the broken end failed via rotational overload. ¿ conclusion: based on the returned device, the customer complaint was confirmed as the pushwire separated at the proximal to the dps sleeves. According to the sem results, the broken end failed due to rotational overload. Additionally, the pushwire was found to be stretched. However, the cause of the damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after placing the stent, during retrieval, the radiopaque coil at the tip of the stent broke, and broke into the cerebral blood vessel. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured middle cerebral artery (mca) aneurysm with a max diameter of 5 mm and a 2 mm neck diameter. The landing zone was 2.8 mm distally and 3.0 mm proximally. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure was no abnormalities at present.